Event description:
It was reported that the pump exhibited an occlusion. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found bottom case and the right case were cracked. A review of the event history log identified multiple occlusion messages in the history. Functional testing was performed using the occlusion test and there was a premature occlusion was found during occlusion test. The force sensor reading was out of specifications. The root cause of the problem was that the force sensor was out of calibration from normal wear as the device was over 9 years old. Recalibrated the force sensor. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).